Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cords stimulation - failed back surgery syndrome/ spinal pain. Patient stated that the ins would shut off on her out of the blue. It was reported this had been occurring for about 2 years. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) reporting that patient was last seen at the office on (B)(6) 2018 for their post-op visit and had no complaints at the time. Hcp is not aware of the complaint. No further information or complications were reported.